Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and genital haemorrhage ('bleeding ¿ gen abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems uti") and hypersensitivity ("allergy"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: tubal ligation. Plaintiff received treatment for bleeding, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet received. Plaintiff fact sheet received. Event "injury" nos was replaced with the events:pain pelvic/abdominal, bleeding: gen. Abnormal. Bleed, psych injury, bladder/urinary problems uti, allergy. Event outcome was added for the events: pelvic pain, abdominal pain, gen. Abnormal. Bleed, uti, allergy. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included burning micturition, cyst, overweight, cystitis, migraine, inflammation nos and fibrosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding ¿ gen abnorm bleed"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems uti"), hypersensitivity ("allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression / psych injury"), anxiety ("mental anguish"), migraine ("migraine/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), fatigue ("fatigue") and pain ("body ache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral cornual resection with removal of the essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea and pain had resolved and the depression, anxiety, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: tubal ligation. Plaintiff received treatment for bleeding, bladder/urinary prob. At the end of the procedure, the right cornua had 2 visible coils and the left had 2 visible coils. The patient tolerated procedure well. Plaintiff received treatment for pain, allergic reaction diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: psf received. Outcome of event : abnormal bleeding (vaginal) ,menorrhagia , dysmenorrhea (cramping) , body ache was added as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included burning micturition, cyst, overweight, cystitis, migraine, inflammation nos and fibrosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding ¿ gen abnorm bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems uti") and hypersensitivity ("allergy"). The patient was treated with surgery (bilateral cornual resection with removal of the essure). Essure was removed on(B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: tubal ligation. Plaintiff received treatment for bleeding, bladder/urinary prob. At the end of the procedure, the right cornua had 2 visible coils and the left had 2 visible coils. The patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 06-dec-2011: test bilateral occlusion. Lot number: 857600 manufacture date: (B)(6) 2011 expiration date: (B)(6) 2014 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included burning micturition, cyst, overweight, cystitis, migraine, inflammation nos and fibrosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding ¿ gen abnorm bleed"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems uti"), hypersensitivity ("allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression / psych injury"), anxiety ("mental anguish"), migraine ("migraine/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), fatigue ("fatigue") and pain ("body ache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral cornual resection with removal of the essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, nausea, weight increased and pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: tubal ligation. Plaintiff received treatment for bleeding, bladder/urinary prob. At the end of the procedure, the right cornua had 2 visible coils and the left had 2 visible coils. The patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: pfs received. Events added- abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), fatigue, weight gain, body ache. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included burning micturition, cyst, overweight, cystitis, migraine, inflammation nos and fibrosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding ¿ gen abnorm bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems uti") and hypersensitivity ("allergy"). The patient was treated with surgery (bilateral cornual resection with removal of the essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: tubal ligation. Plaintiff received treatment for bleeding, bladder/urinary prob. At the end of the procedure, the right cornua had 2 visible coils and the left had 2 visible coils. The patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: mr received : lot number added, aka name added, reporter added, medical history and lab data added. Seriousness criteria removed for event genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.